Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image confirmed the reported batch and part number. The image also revealed the needle was without anchors or suture. No physical damage visible to imaged device. A visual inspection revealed the device was returned outside of original packaging. No physical damage visible to the device. The device is without anchors and suture. The actuator has been fully triggered. A functional evaluation revealed the actuator and actuator tip function as intended. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during meniscus repair t2 fast-fix anchor fell off. T1 was removed form the patient. The procedure was completed with a backup device and no significant delay was reported or further complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.